Manufacturer narrative:
Common name: naj, agents, embolic, for treatment of uterine fibroids. Product code: naj. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the pva foam embolization particles turned red while "turning on the vial". Part of the product(s) had been used on the patient for the tace (transcatheter arterial embolization) procedure in the liver. The cause for the red particles could not be determined with certainty, and this product problem did not result in any reported serious injuries to the patient.